Manufacturer narrative:
The device was not returned for evaluation. We did not receive a lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for non-conformances. If additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
The plastic shield of the wire of the endo pouch with memory wire was torn. The device was discarded at the user facility. The procedure was completed with no reported surgical delays or patient injury.